Event description:
Pt undergoing laparoscopic assisted vaginal hysterectomy and bilateral salpingoophorectomy. Surgeon using harmonic scalpel for dissection. While working on left side of uterus, on the broad ligament, the harmonic overheated and melted plastic base on instrument. Pt had swelling and edema at the left ureter. Blood noted in urine postoperatively. Pt transferred to tertiary facility for placement of a nephrostomy tube on the left.